Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushhead fell apart in my mouth [device breakage]. No adverse event. Case description: a (B)(6) female consumer reported that she purchased a pack of oral-b precision clean brushheads for her oral-b vitality series toothbrush and the first one didn't hold in one place when rotating and then fell apart in her mouth. She stated that a second brushhead was doing the same after 3 days of use. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brushhead fell apart in mouth; toothbrush head fallen apart whilst brushing, head broken [device breakage], no adverse event [no adverse event]. Case description: salesforce case number (B)(4). A (B)(6) female consumer reported that she purchased a pack of oral-b precision clean brushheads for her oral-b vitality series toothbrush and the first one didn't hold in one place when rotating and then fell apart in her mouth. She stated that a second brushhead was doing the same after 3 days of use. No symptoms developed. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported that once again a toothbrush head had fallen apart while brushing. No symptoms developed. The consumer reported she had been using an oral-b electric toothbrush for decades. No symptoms developed. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported she threw away the damaged products. She reported the broken brush head was hardly used. No symptoms developed. On (B)(6) 2017 consumer follow-up via e-mail: the consumer reported this was the second time in 2 years that this incident occurred. No symptoms developed.